Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s device was not working. The patient usually turns the device off at night and he went to try to turn the device back on this morning for work purposes and could not so he had to stay home from work. When the patient programmer was turned on all the lights would come on and then turn off. It was noted that ten different batteries were tried and made no difference. Patient programmer troubleshooting was done which was unsuccessful. Additional information has been requested.

Manufacturer narrative:
Product ID 7438, serial# (B)(4), product type programmer, patient. (B)(4).